Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure there were exposed copper wires at the power cord. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported exposed copper wires of the power cord was confirmed by a manufacturer field repair technician through visual inspection. This can occur due to the cord being exposed to rough surfaces, sharp edges or corners.